Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, at the initial firing the fiber body broke off and burned the surgical field. The fiber had 5 previous uses. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found that the fiber body was broken in two pieces, therefore the reported event was confirmed. The fiber tip was noticed degraded, as indicative of use. The fiber connector was analyzed, no defects on connector face was found and the aiming beam was brightly. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on these observations, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, at the initial firing the fiber body broke off and burned the surgical field. The fiber had 5 previous uses. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, at the initial firing the fiber body broke off and burned the surgical field. The fiber had 5 previous uses. The procedure was completed with another fiber without patient complications.